Manufacturer narrative:
The investigation for the thrombosis has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 75 year old female presented to the emergency department with signs of an acute myocardial infarction but deteriorated rapidly, requiring intubation and placement of an impella cp. Following 4 days of support, the pump was successfully weaned and removed. Post removal, a clot in the femoral artery was noted and required a surgical intervention with femoral cutdown and thrombectomy.

Manufacturer narrative:
H6 codes were omitted in the follow up